Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the operation check. The fse evaluated the device and it was determined that the paddle was not placed into the paddle tray properly. Once the fse properly placed the paddle into the paddle tray, the device passed testing. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the paddle not being placed into the paddle tray properly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.